Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 5 applications were performed with a balloon catheter on the date of the event with no issues. Visual inspection of the mapping catheter showed a kink on the loop and a ribbed/damaged pebax tube. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported compatibility issue was confirmed through testing but not confirmed through the data analysis. The catheter failed the return product inspection test due to a kink on the loop and a ribbed pebax. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was difficulty inserting the mapping catheter in the balloon catheter t hrough the y-connector. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter was returned to the manufacturer, analyzed, and tested out of specification.